Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked from the cartridge tubing. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer was able to successfully load a new cartridge.